Event description:
Allegedly patient had her hip put in back in 2004 and recently she complained of pain and went to see surgeon. He noted that her cup appeared to be "too vertical" and scheduled her for a cup revision.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00436, 00437.